Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device's electronic records were downloaded and reviewed and the files had no information from the reported event. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when performing the user test, their device charged for defibrillation energy delivery and when they pressed the shock button, the device screen went blank and the led lights were still on. As a result, defibrillation would not have been possible if it were necessary. The batteries were pulled out of the device and placed back in to restart the device. They have not had an issue with their device since. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when performing the user test, their device charged for defibrillation energy delivery and when they pressed the shock button, the device screen went blank and the led lights were still on. As a result, defibrillation would not have been possible if it were necessary. The batteries were pulled out of the device and placed back in to restart the device. They have not had an issue with their device since. There was no patient use associated with the reported issue.